Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was attempted to be implanted in a patient for the endovascular treatment of an 82x59 mm abdominal aortic aneurysm. It was reported that deployment issue was encountered during deployment of the endurant ii stent graft extension device. As per the physician, cause of the event cannot be determined. It was stated that the procedure was considered to be an emergency case with a huge aneurysm. No additional clinical sequelae were reported and the patient is being monitored.